Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The test strips were requested for investigation. The test strips will not be returned for investigation. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods."

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. The meter result was 5.5 inr. The result from the laboratory was 3.1 inr. On (B)(6) 2022, the meter result was 5.9 inr. The result from a coaguchek xs demo meter on the same date was 5.8 inr. Strip lot number 56561117 with expiration date 31-mar-2023 was used for this test. The result from the laboratory within 1.5 hours was 2.8 inr. On (B)(6) 2022, the meter result was 5.2 inr. The result was taken using a new vial of strips. The result from a coaguchek xs demo meter on the same date was 5.0 inr. Strip lot number 56561117 with expiration date 31-mar-2023 was used for this test. The result from the laboratory was 3.5 inr. Customer's therapeutic range is suspected to be between 1.0-1.5 inr.